Event description:
The following was reported to davol by the patient's attorney: it was alleged that the patient was implanted with a bard/davol flat mesh during an abdominal sacrocolpopexy with tanagho bladder neck suspension and posterior repair procedure due to a history of vaginal prolapse and stress urinary incontinence on (B)(6) 2006. Attorney alleges that the patient has experienced significant pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and only an implant operative report has been provided. We have, contacted the initial reporter to request add'l info and if available, to request return of the device for eval. This MDR includes all patient, event and device info davol has received to date. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.